Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (B)(4) alleging that their onetouch verioiq meter was reading inaccurately high compared to another meter. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient was unsure when the alleged issue began. The patient reported obtaining a blood glucose reading of "150-160mg/dl" on the lifescan meter and "120mg/dl" on a bayer meter, obtained within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The patient was unable/unwilling to answer questions regarding their diabetes management regimen. The patient reported developing a symptom of "doesn't feel right". The patient reported self-treating this symptom with food/drink. The patient was unable/unwilling to answer troubleshooting questions asked by the cca. The patient did not have control solution available to test the subject meter. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient's reported symptoms do not meet lifescan's criteria for a serious injury. They did not administer inappropriate self-treatment. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.